Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
B.5 correction: the customer reported a battery failure. Additional information: the authorized service personnel (asp) reported that the battery failure occurred during testing in the biomed shop. The customer refused to repair the unit.